Event description:
After 12 year of cochlear implant use, this pt developed persistent pain at the implant site with or without use of her speech processor. During device integrity testing, the pt reported that she could not hear, although the test results were normal. The healthcare provider reportedly decided to explant the device due to the complaints of pain. Future reimplantation is planned.